Event description:
Information received indicates the brake will lock and hold but if pushed from the side, the caster would rotate.

Manufacturer narrative:
The technician replaced the worn caster to repair the stretcher.